Manufacturer narrative:
Results: the pet lock was slipped off the proximal end of the pusher assembly, and the pull tube was retracted. The pusher assembly was kinked at approximately 8.0 cm, 9.0 cm, 12.0 cm, 13.0 cm, and 15.0 cm from the proximal end. The pusher assembly was fractured approximately 28.0 cm from the proximal end. The pull wire was retracted from the pusher assembly distal detachment tip (ddt) and the embolization coil was detached from the pusher assembly. The embolization coil was not returned for evaluation. Conclusions: evaluation of the returned pod pc confirmed that the embolization coil was detached from the pusher assembly. Further evaluation of the device revealed that the pet lock was slipped off the proximal end of the pusher assembly, and the pull tube was retracted. The pusher assembly was kinked and fractured, the pull wire was retracted from the ddt, and the embolization coil was detached from the pusher assembly and not returned for evaluation. Due to these damaged conditions the reported complaint was unable to be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of the reported complaint due to the return condition. H3 other text : placeholder

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery using pod packing coils (pod pcs), a pod coil, non-penumbra coils, and a lantern delivery microcatheter (lantern). It was reported that the patient anatomy was tortuous. During the procedure, the physician placed one pod coil, three pod pcs, and two other coils in the inferior gluteal artery and superior gluteal artery. While advancing the next coil, a pod pc, through the mid-shaft of the lantern, the physician experienced resistance and decided to remove the pod pc. Upon removal, the pod pc unintentionally detached in the lantern; therefore, the lantern containing the detached pod pc was removed, and the pod pc was flushed out. The procedure was completed using another pod pc, non-penumbra coil, and the same lantern. There was no report of an adverse effect to the patient.